Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager door was jammed. The customer tried to reboot, but the issue persisted. The customer stated that this malfunction caused a delay when the user was trying to issue medication to the patient, but the user managed to retrieve the medication from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the smart remote manager door was jammed. A field service engineer replaced the mini switches and realigned the housing with the hasp to resolve the issue. The system functioned as intended after the field service engineer repaired the device.